Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Situation- a vizgo sheath was inserted into the cardiac cavity. Contamination of air continued several times during use with the catheter was inserted into the sheath. The sheath was replaced because the issue was not improved. After replacement, the issue was improved. No influence on patients and procedure. Timing when complaints occurred was after insertion to the cardiac cavity. No patient consequences were reported. Air flow into side port is MDR-reportable.

Manufacturer narrative:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Situation- a vizgo sheath was inserted into the cardiac cavity. Contamination of air continued several times during use with the catheter was inserted into the sheath. The sheath was replaced because the issue was not improved. After replacement, the issue was improved. No influence on patients and procedure. Timing when complaints occurred was after insertion to the cardiac cavity. No patient consequences were reported. Device evaluation details: on 21-dec-2022, the product was returned to biosense webster inc (bwi) for evaluation. Bwi then conducted a visual inspection and an airflow back pressure test of the returned device. The evaluation has been completed. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water, and no leakage was observed. Then the airflow back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4). On 7-jan-2023, it was noticed the concomitant product was inadvertently omitted from section d10. Concomitant med products of the 3500a initial 3500a medwatch report. As such, it has now been added.